Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d6a - implant date: exact date is unknown/not provided. Implant was performed in (B)(6) 2014. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6 - health effect - clinical code 4581: no code available (device dislocation) attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lenses (iol) were found with an inferior subluxation in the anterior chamber of both eyes with the capsular sacs remaining intact. These lenses were implanted in (B)(6) 2014 and had been in place for over 11 years before the issue was first observed postoperatively. It has been indicated that the patient noticed a change in their ability to perform usual daily activities. The lenses remain implanted, and no surgical decision has been made to date as the case is still being evaluated. No further information has been provided. Note: this report is for the lens in the left eye (os). A separate report is being submitted for the lens in the right eye (od).

Manufacturer narrative:
Additional information and corrected data: the following fields are being updated per new information received. Section a2 - age: 66 years. Section a3a - sex: male. Section b5 - describe event or problem: in (B)(6) 2025 the patient presented to the clinic with decreased visual acuity in their left eye. No history of trauma was reported, and the onset was described as spontaneous. Clinical examination confirmed inferior subluxation of the iols in both eyes with intact capsular sacs. The patient has no known pseudo exfoliation or marfan syndrome. The lenses remain implanted, and no surgical intervention has been undertaken to date, as the case is still under evaluation. Section h6 - health effect - clinical code: 2138 was added for decreased visual acuity in the left eye. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: section h3 - device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received; however, a photograph provided by the customer was evaluated. The picture showed a diffractive lens that is inferiorly subluxated. No visible lens defect or damage was observed from the picture. Per the observed issue, it is expected that the lens subluxation impact patient¿s visual function. However, the actual root cause of the incident cannot be determined from a picture assessment. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.